Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 4 alarms or pump error 63 alarms noted during testing however, pump error 63 alarm and pump error 4 alarm are confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly. Device was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test sensor and plug. No sensor errors or calibration anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures and the motor arm cannot communicate with the main arm alarm. Customer¿s blood glucose was 120 mg/dl. The customer performed troubleshooting and the customer was able to clear the alarm and was able to rewind the insulin pump. Customer performed self test and received hardware low level failures alarm second time. Customer advised the insulin pump will need to be replaced. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for the analysis.